Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the as lvp 20d low sorb 2ss 0.2m cv leaked during use. The following information was provided by the initial reporter: "leaking"

Event description:
It was reported that the as lvp 20d low sorb 2ss 0.2m cv leaked during use. The following information was provided by the initial reporter: "leaking".

Manufacturer narrative:
H6: investigation summary: one used primary set was received by the customer for investigation. Upon visual inspection, it could be observed that the filter's air vent membranes were wetted/compromised. No other defects were observed. The set was functionally tested and fluid leaked out from both filter vents. The customer's complaint that the tubing leaked was verified. A device history record review for model 11532269 lot number 20066352 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 15jun2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The set was sent to the filter supplier and probable identified cause for vent leakage is clog/oversaturation of filter and time of use from which the fluid flow was restricted. Fluid then seeks path of least resistance through filter vent. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.